Event description:
It was reported that pump display showed only backlight with no graphics visible, which affected customer¿s ability to read screen and interact with pump. There was no reported impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.